Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11351. It was reported that the patient presented for a routine implant. It was noted during the procedure that the helixes could not be retracted after both leads were placed in the body. A third lead was used to complete the surgery. The patient was stable.

Manufacturer narrative:
The reported event of helix failure to retract was confirmed. As received complete lead was returned in one piece with the helix extended. X-ray examination found the inner coil at the connector region over torqued consistent with procedural damage. The helix was able to retract and extend by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event was isolated to the over torqued inner coil, consistent with damage occurring at the time of procedure.